Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), exposed to moisture, battery cap contact missing/damaged, blank display. The customer reported no adverse event. The event involved product(s) mmt-1884. Customer reported that pump was exposed to moisture and fluid was present in battery compartment. Customer reported damage to the battery cap. Customer reported battery cap damaged. Troubleshooting was performed and damage is on metal contacts. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer reported a blank display. Customer reported that battery cap contacts are missing, damaged, and/or corroded. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump received with flashing white display. Unable to perform the displacement test, sleep current test, active current test and self-test due to flashing white display anomaly. Unable to download history files and traces using thump due to flashing white display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor / motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, missing display window cover. Cracked keypad overlay at select button and cracked case near belt clip rails. Flashing white display anomaly was confirmed during analysis due to moisture damage on the electronic assembly. Blank display was not observed during analysis. Blank display not confirmed. Pump failed to download history files and traces due to moisture damage on the electronic assembly. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.